Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00387. Related manufacturer reference number: 1627487-2020-00902. Related manufacturer reference number: 3006705815-2020-00391. It was reported that patient lost therapy. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein both leads and anchors were explanted and replaced. During the procedure, a visible fracture was noted near the anchor. Effective therapy was restored post operatively. It is unknown which lead was fractured and both are being reported.